Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier (mlca) was found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the bite was bad when the instrument chewed the medium-large (ml) clip. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if the instrument was inspected prior to use. And unknown as to when the incident with the clip applier occurred. It is unknown if the issue related to the clip applier jaws remained static/not moving when the surgeon commanded movement. It is unknown if the issue was related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). Unknown if the issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Unknown if the issue was related to clip opening after closure of the clip. Clips used were medium-large hem o lok clips. Unknown if the vessel or tissue bundle was greater than the specified diameter suggested (10 mm for medium-large clip applier, 13mm for large clip applier). Unknown how many times had the subject clip applier been used during the case when the incident occurred. A backup was used to resolve the issue. The instrument was returned to isi for analysis. No photos or videos available for review. Unknown if there was a procedure delay or what procedure was being performed. The patient information was not provided.